Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy the doctor closed the jaws of the device, passed the device into the patient through the trocar and couldn't open the jaws of the device once inside the patient. The doctor removed the device from the patient and used a powered device to complete the procedure. There were no patient consequences reported.